Manufacturer narrative:
(B)(4). This lead was not returned as our records indicate it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited noise with oversensing that resulted in inappropriate shock. It was noted that therapy was not exhausted. This rv lead was explanted and replaced. No additional adverse patient effects were reported.